Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy procedure, the needle came off with a light resistance. A new suture with the same lot number was used but the same issue occurred. A third suture was used to resolve the issue and complete the procedure. There was no patient injury.